Manufacturer narrative:
The customer reported that the touchscreen was replaced to resolve the issue. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was failing the touchscreen calibration. There was no patient involvement when the issue occurred. No patient or user harm was reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was failing the touchscreen calibration. The customer was provided with the part number for a replacement touchscreen.